Event description:
The reporter contacted animas on (B)(6) 2014 alleging that beginning (B)(6) 2014, all the keypad buttons demonstrated intermittent response when pressed. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad button issue remained unresolved with troubleshooting.

Manufacturer narrative:
Device evaluation: the device was returned and evaluated on (B)(4) 2014 with the following findings: on examination, the keypad was intact without damage. On testing, the up arrow and contrast buttons were unresponsive. The down arrow button demonstrated intermittent response. The ok button had normal response. The keypad cover was removed for investigation and revealed corrosion on the contacts of the contrast, up arrow and down arrow buttons.

Manufacturer narrative:
Follow-up #1: date of submission 05/02/2014.animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.device evaluation: the device has been returned and evaluated by product analysis on 04/22/2014 with the following findings: on examination, the keypad was intact without damage. On investigation, the down arrow button demonstrated intermittent unresponsiveness. The ok button was normally responsive. The remainder of the buttons were unresponsive. The keypad cover was removed for investigation and revealed moisture corrosion on the contacts of the up arrow, down arrow and contrast buttons.